Manufacturer narrative:
(B)(4). Us FDA device MDR decision completed. It is reasonable to conclude that the documented depuy concomitant product(s), excluding those that are also documented as impacted product(s), are not the subject of and would not cause or contribute to, the reported serious injuries. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal on metal head and liner were revised to address trunionosis and pain. Doi: (B)(6) 2006; dor: (B)(6) 2020; unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.